Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare for eval. We will provide a follow-up report upon receipt of the device and completion of our investigation.

Event description:
A healthcare facility in (B)(4) reported an mr290 humidification chamber failed a servo I ventilator leak test. This was reported prior to pt use.

Manufacturer narrative:
(B)(4). Method: the returned complaint chamber was pressure tested. Results: the performance test revealed the pressure for the complaint device to be within specification for this product. A lot check revealed no other complaints of this nature for this lot number. Conclusion: every mr290 chamber is pressure tested to 200cmh20 following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient," to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs

Event description:
A healthcare facility in (B)(6) reported an mr290 humidification chamber failed a servo I ventilator leak test. This was found prior to patient use.